Event description:
Vegetation found on echo, date asked and unknown. Cultures taken and bacteremia noted as a strep aureus, dates asked and unknown. Antibiotics started and patient admitted. Device and leads extracted along with vegetation removed on (B)(6) 2022, no plans for a new system to be re implanted as of now. Patient is alive with no injury, the device will be returned but the leads were discarded by the account after being encouraged to return them. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).